Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that they were able to press the buttons but around midnight, the buttons locked up. Customer stated that they are using long acting insulin. Customer's blood glucose was 102 mg/dl. Customer stated that it was drizzling around the time the issue started. Customer took out the battery and the battery was at ¾. The pump said button error and battery out limit when the customer put in a new battery. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.